Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient experienced loss of consciousness, sweating, and memory loss. The patient was treated by their son and were given a large glass of orange juice (400 ml) and 4 dextrose tablets. No specific cgm nor blood glucose readings were reported, but the patient stated that at the time of the event the cgm was inaccurate. No further treatment was reported to be necessary, and the patient did not visit a healthcare facility. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.